Manufacturer narrative:
A blank display was noted due to a faulty connector on the mother board. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 500 mg/dl. The insulin pump will be replaced. Nothing further reported.